Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent surgery with the lcp-dtlb for distal tibia on an unknown date between (B)(6) 2021 and (B)(6) 2022. The surgery was completed successfully without any delay. After the surgery, a removal was performed on (B)(6)2023 because bone fusion was achieved and there was a presumed effect on the skin. In the removal surgery, breakage under the head of the screw was confirmed. For the extraction of the screw, the hollow reamer was used. When the center pin of the hollow reamer was removed during use, a white foreign substance came out from the inside. The removal surgery was completed successfully without any delay. The patient status/outcome was reported to be stable. This report involves one unk - plates: lcp distal tibia. This is report 1 of 2 for (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown plates: lcp distal tibia/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.